Event description:
Ruptured reservoir during pt use, occurring 3 hours after filling. Per report "the bag (bladder) has burst on the pt and the shell is not waterproof + 90 ml of 5fu on the pt." Contents of device reported as 5fu 2050 mg in 41 ml and ns 55 ml for a total fill volume of 96 ml. Report states there was no pt injury or medical intervention required as a result of the reported event.